Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Trouble shooting was performed. Insulin pump passed displacement test. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring: clear. The customer returned the pump for alleged the main arm cannot communicate with the motor arm and pump error 54 alarm found on (B)(6) 2021. The pump passed self test and displacement. Successfully utilized thus to download history/trace files. No pump error alarms were noted during testing; however, the pump downloaded history confirmed software error detected, line number: 1421; file number: 32122) was noted on (B)(6) 2021 00:00:11.000. The main arm cannot communicate with the motor arm. Was also noted in pump download history on (B)(6) 2021 at 20:12:05.000. (Esf3010978, line number: 2803, file number: 2002).the pump was cut open to perform a visual inspection, and no moisture or physical damage was found on pcba 1, pcba 2, or the motor. Tested with a test p-cap and the test p-cap locked in place properly. The following were noted during visual inspection: cracked retainer, battery tube threads: cracked, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, cracked keypad overlay. The main arm cannot communicate with the motor arm and hal software error detected were confirmed due to software problems. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.